Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump fluid path reservoir access issues from drug residue. Before the destructive analysis process of the fluid path was started, the pump was filled and aspirated with 20 ml. Of sterile water three times. This process was then repeated three more times using 40 ml. Of sterile water. What was encountered during this process was that it became increasingly harder to fill the pump. During the destructive process, much precipitate and residue was found in reservoir and fluid path.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they were unable to refill patient's pump "after seeing precipitate in drug". Healthcare provider (hcp) thought that the pump reservoir valve may have been blocked with crystals. It was indicated that the "pump failed" and was replaced. Patient sustained no injury, recovered without sequel. Drugs delivered via the device were marcaine 55mg/ml and fentanyl 250mcg/ml. A medwatch online voluntary submission form 3500 with patient identifier # (B)(6) was submitted by facility. An explant date of (B)(6) 2012 was provided by the facility in their report than the date that is in our device registration system (noted on this form).